Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with contamination under key contacts, a display screen failure, and battery compartment damage. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the ok keypad button was intermittently unresponsive. Evidence of contamination was found under the down arrow and ok key contacts. The keypad cover had been returned peeling. The display screen was found to be dim and discolored. Additionally, the battery cap was cracked. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(4).